Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report endocarditis, worsening mitral regurgitation, surgical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. On (B)(6) 2020, one clip was successfully deployed, reducing mr to less that 1. On (B)(6) 2020, imaging showed that patient is stable, and mr was still less than one. Then on (B)(6) 2020, imaging revealed vegetation on the posterior mitral leaflet, increasing mr to 3-4. The patient remained hospitalized to undergo surgery. The clip remains stable on both leaflets. On (B)(6) 2020, the increased mr was successfully treated through mitral valve repair and the endocarditis was treated with medication. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a definitive cause for the reported endocarditis and mitral regurgitation could not be determined. The reported treatment with medication, surgical procedure and hospitalization were result of case specific circumstances. The reported patient effect of endocarditis and mitral regurgitation are listed in the mitraclip system instructions for use, is known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na